Event description:
A distributor returned electrode belt sn (B)(4) and reported that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation, the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to a damaged j702 trunk cable connector on the distribution node pca. The connector was physically lifted from the pads. The root cause for the damaged connector was excessive force on the trunk cable. No adverse event resulted from the defective electrode belt.